Event description:
It was reported that the plate broke after operation. Plate broke due to a bicycle accident after the implementation. This report is for an unknown screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.